Event description:
A multi-band ligator was used for banding of esophageal varices. After all the bands had been deployed, the barrel component detached from the tip of the endoscope into the patient's esophagus. The barrel was retrieved with a snare. There was no patient injury. According to information provided from the user, a pentax gastroscope model fg-2731 was used in conjunction with the device, which the company believes has an outer diameter of 9.0mm. The mbl-6 labeling states to use with endoscope outer diameter of 9.5mm-13.0mm.